Event description:
It was reported that during a laparoscopic gastric bypass procedure the first firing with a green cartridge the device cut and stapled completely but the device would not open. The surgeon forcefully removed the device tore the gastric tissue. It was not reported how the torn gastric tissue was repaired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60a device was returned in the open position, with the anvil bent upwards and damage. The device was returned without a cartridge reload present. In addition the knife gap control was noted to be damaged. The damage to the anvil and knife is consistent with the device being clamped and fired over an excess of tissue causing the anvil to bent, the knife to break and for the firing stroke and the staple form to be incomplete. Due to the returned condition of the device no testing could be performed. Please note that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.